Event description:
It was reported that the sys 6 sagittal saw was vibrating more than normal causing damage to bone. No further info has been provided by the customer.

Manufacturer narrative:
Due to inconsistencies in the reported event details follow-up is being conducted to obtain further info. The device is available for evaluation but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is complete.